Event description:
It is reported that the bone scan shows evidence of loosening of the femoral component.

Manufacturer narrative:
: Operative notes were received and reviews. The femur was prepared to a size 10 femoral component and a x2 neck was used to "make up for the slight valgus position of the previous prosthesis." X-rays were not returned to assess component fit and orientation. Product compatibility could not be confirmed. Bone scan notes from (B)(6) 2013 note uptake at the calcar and tip of the femoral prosthesis. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.